Event description:
It was reported that this pacemaker was part of system revision due to infection. Additional information indicated that the physician noted that, given the patient's sensitive skin and allergy history, there was a possibility of surgical wound contamination leading to infection. The surgical wound became inflamed. No additional adverse patient effects were reported. This pacemaker was explanted.